Event description:
It was reported that the patient was having pain wrap around the chest/abdomen since the initial paddle insertion. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.